Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported the patient never had effective therapy since implant. Reprogramming was unable to resolve the issue. In turn, the patient stopped recharging their device and it became inoperable. As a result, the patient underwent surgical intervention during which only the ipg was explanted with no complications.